Event description:
Patient reports revision of partial knee due to loosening.

Event description:
Per the physician, the patient's fixture fell out. No other information was reported concerning what may have caused this lack of osseointegration. Reimplantation is planned but had not taken place at the time of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging his onetouch ultra2 meter displayed an "ER 1" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2010. The cca was advised the patient manages his diabetes with glucophage tablets (850 mg). It is not known what action the patient took at the time of the alleged issue. On (B)(6) 2010 at 9am, the patient claimed he felt a symptom of weakness. By 10am that same morning, the patient went to the emergency room (ER) and obtained a blood glucose result of "440 mg/dl" with another device. The patient stated he was treated with insulin (type/ amount not specified) by a health care professional (hcp). At the time of troubleshooting, the cca noted it was not the first time the subject meter was being tested with. Replacement products were sent to the patient. This complaint is being reported because the patient allegedly received medical intervention from an hcp after the reported issue began.